Event description:
It was later reported by the patient that the patient experienced fainting and presented to the emergency room with heart block due to the fractured lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID: 4076-58, lead, implanted: (B)(6) 2006.

Event description:
It was reported by the patient that a device check with the physician revealed the right atrial lead had noise and the polarity switched from bipolar to unipolar; a lead alert was also triggered. The physician will be replacing the lead and it remains in use. It was later reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.